Event description:
It was reported that there was a clavicle crush on the right ventricular lead. The physician elected to explant and replace the right ventricular lead. The patient is recovering after the procedure.

Event description:
It was reported that there was a clavicle crush on the right ventricular lead. The physician elected to explant and replace the right ventricular lead. The patient is recovering after the procedure.